Manufacturer narrative:
One twinfix ti 3.5mm suture anchor reported on. Product was not returned for evaluation. Due to unavailability, the allegation could not be fully confirmed. Definitive conclusions, investigation and evaluation were not possible without physical evaluation. If objective evidence becomes available to assist with evaluation, the complaint will be revisited. Factors that may affect device performance include: device storage, device ability, surgical ability, procedure location and tissue condition. Influences that could compromise product performance or integrity include: 1) unexpected bone condition/density. 2) alternate prep method, instruments or method used. 3) use of excess torque. 4) incomplete anchor insertion. 5) loss of or lack of axial alignment. Instructions for use are quite specific for this device: "use of excessive force during insertion can cause failure of the suture anchor or insertion device. If more torque is required to insert the anchor, stop and ensure that the drill bit size and depth are correct. It is the surgeon¿s responsibility to be familiar with the appropriate surgical techniques prior to use of this device. Final product met specifications upon release to distribution.

Manufacturer narrative:
Foreign zip code: (B)(6).

Event description:
It was reported that during an unknown procedure the anchor snapped inside of the patient and retrieved. It is available to be collected for inspection. The procedure was completed with a backup device with no delay or patient injury reported.